Manufacturer narrative:
Concomitant products: imk49jb45 lead, implanted: (B)(6) 2002.

Event description:
It was reported that, during implant, the setscrew on the implantable cardioverter defibrillator (ICD) device was unable to be accessed with the wrench. The grommet was removed and the setscrew was reset. Medical adhesive was used on the setscrew. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.